Manufacturer narrative:
Product ID 8835, serial# (B)(4); product type programmer, patient product ID 8780 lot# serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).

Event description:
It was reported that the patient was trying to give herself a bolus with the personal therapy manager (ptm) on 2013 (B)(6); however, observed a communication unsuccessful screen both with and without the antenna. The pump system was being used to deliver dilaudid. It was later reported that the ptm would not do telemetry with or without the antenna. There was no patient harm reported. It was later reported that the last success bolus was 3:30am on the morning of this report date, and the patient had been unable to give a bolus since. It was later reported the patient had an appointment on 2013 (B)(6). On 2013 (B)(6), the ¿ptm¿ (assumed pump) was repositioned as it was completely upside down. It was later clarified and confirmed that the patient had the pump repositioned on 2013 (B)(6). The patient presented to the office on 2013 (B)(6) to have the pump refilled, but the healthcare provider (hcp) was unable to access the refill port. On 2013 (B)(6), the patient had surgery to flip the pump back to the correct position and properly anchor it. The patient again presented to the office on 2013 (B)(6) for a pump refill at which time the hcp was able to successfully refill the pump. There were no further issues noted at this time. There were no known patient symptoms related to the event.

Manufacturer narrative:
(B)(4).